Event description:
A facility reported a cerelink microsensor with increased value and then decreased value. A message showing: "sensor not recognized". The sensor was replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector; sutures attached to catheter material. Cerelink monitor reading was acceptable; icp express reading 512. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A corrective and preventive action was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a.